Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown concentration and dosage and an unknown concentration of dilaudid at 0.635 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient's pump went dry in (B)(6) 2017 but the patient's pump did not alarm. The patient believed that the pump is defective because it did not alarm when it should have alarmed. The patient also reported that they have epilepsy and have been having more seizures, beginning over two months prior to their report. The patient also reported that they have had a uti for 2 month which is ongoing. According to the patient, they were given antibiotics when the uti was first identified and again on (B)(6) 2018. The patient also reported that their pump tore out of their skin after a bad seizure. The pump had to be revised to re-secure it. This occurred approximately 3 months after their pump was implanted. No further complications were reported.